Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported pain in their right shoulder blade since (B)(6) 2017. A fall back in (B)(6) 2017 could be related to this issue, and as a result of the event, the patient was advised to connect with their healthcare provider (hcp). The patient said their devices interfered with an EKG test in (B)(6) 2017. No further patient complications have been reported as a result of this event.